Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that   back in october they fell and landed on their lower back right where the device is and there was a big bruise.  The stimulator is not working correctly. In the next coming weeks it just wasn't working like before they even had the device implanted. Patient tried to adjust it but they could not find the interstim at least on the right side. When they went into the doctor's office they saw the nurse practitioner and theycouldn't find the device but they finally found it faintly and adjusted it a little bit and it has been working but not good. Patient has an appointment with dr.  On monday for an unrelated CT scan . The patient was redirected to their healthcare provider to further address the issue and discuss a possible device check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they contacted their hcp on (B)(6) 2025. The falls effect on the implant was unknown. It just wasn't giving full relief. The cause of the device not working correctly after fall was unknown. They fell hard on the device, they had been making adjustments and it is better. Adjusted for a week at a time to get the right settings. The issue was resolved.